Event description:
It was reported by the sales rep that during an arthroscopic subacromial decompression procedure on an unknown date, a coolpulse 90 electrode with hand controls device malfunctioned. According to the report, the tungsten face of the probe fell off in the shoulder joint at the end of the procedure but was removed. It was reported that they had used the probe multiple times during the two hour case. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube was cut by the customer. The active tip is detached. The device will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: device has not been returned in the original packaging. The active tip is detached from the device. The active tip has been returned. Active tip shows signs of significant use. Impact marks on the distal end of heatshrink. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. An isometric view of the active suction tube distal section; the dotted red lines shows the section that is missing. The missing arched section is the feature of the active suction tube that retains the active tip component as shown in the cross sectional distal assembly drawing 1 (red component being the active suction tube, grey component being the active tip). Electrical test: unable to complete due to device damage. Functional test: unable to complete due to device damage. Visual inspection revealed that the suction tube has been significantly eroded on the returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The failure mode seen is consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause can be attributed to extended use - misuse a DHR review has been performed for lot u2301062; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed the device's tip is shown and the tip is detached from the distal part of the shaft. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint can be confirmed. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.